Event description:
The customer reported that the device had no display.

Manufacturer narrative:
(B)(4): the customer reported that the device had no display. A philips field service engineer evaluated the device. The symptom was verified. Replacing the display assembly resolved the issue.